Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to another device.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. Additionally, it was noted that there was oversensed noise and damage to the insulation; therefore, a lead fracture was suspected. This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed that this pacemaker was scheduled to be replaced. No adverse patient effects were reported. Further details indicated that the device was explanted to prevent infection and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. Additionally, it was noted that there was oversensed noise and damage to the insulation; therefore, a lead fracture was suspected. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. Additionally, it was noted that there was oversensed noise and damage to the insulation; therefore, a lead fracture was suspected. This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed that this pacemaker was scheduled to be replaced. No adverse patient effects were reported. Further details indicated that the device was explanted to prevent infection and successfully replaced. No additional adverse patient effects were reported.